Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: endoleak. Emdr section h6, codes c19, d12, d15 updated to reflect results of investigation.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses. During the treatment, after all stent grafts were implanted, an angiography revealed a proximal type I endoleak. Additional touch-up was performed and the proximal type I endoleak was resolved. The patient tolerated the procedure. On unknown date, but in (B)(6) 2024, at one (1) week follow up, a computed tomography revealed a possible proximal type I endoleak and a possible type iiia endoleak at the junction between the contralateral leg and the iliac extender at the right side. On (B)(6) 2024, a reintervention was performed. An angiography revealed the type iiia endoleak at the right side. Additional stent graft was implanted to cover the junction at the right side and the type iiia endoleak was resolved. Another angiography revealed a proximal type I endoleak. Additional stent graft was implanted proximally and the proximal type I endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.